Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the motor capacitor and rtc, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed and exhibited error codes 1860 and 1660. Troubleshooting was performed and the pump continued to alarm and displayed error code 1144. No patient injury was reported.